Event description:
The customer contact reported the pump was found delivering at a rate different than the originally programmed rate resulting in the pt receiving more medication than intended. The pump was programmed to deliver an unspecified medication, at a rate of 4.1ml/hr, and the delivery was started. No further programming parameters were provided. After an unspecified length of time later, the nurse noted the device displayed a rate of 436ml/hr and that approximately 30ml had been delivered. The delivery was stopped. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. Though requested, no additional info was provided including if the therapy was resumed using a replacement pump.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.